Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, poor communication of the electric junction occurred due to insufficient dryness of the scope's connectors, or because foreign bodies, resulting in temporary image blackout. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced defects in bending causing a no image issues. The event occurred during examination of the upper gastrointestinal tract, which was completed with the same device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the image experienced blackout. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of no image was not confirmed. Additionally, the following findings were also identified, and are as follows: (a.) Dust accumulates in the air vents, (b.) And rust on ventilation holes. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.